Event description:
It was reported that the right ventricular lead capture threshold increased to 4.5 v, 1.0 ms. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.